Event description:
The pt reported that she underwent a full face contour thread procedure (i.e., face lift) two (2) years ago. The procedure was performed by a doctor and initially, she was pleased with the results. As time went on, however, the threads began to break. Several threads were removed from her neck and replaced; but the new threads also broke. Multiple threads remain in her face and most of them are not bothersome. However, the threads in her forehead have caused bumps in her hairline, form "pimples" and drain. The pt stated that she would like to have all remaining threads removed from her face but is not comfortable with this doctor performing the procedure. Note: the contour thread product line is no longer manufactured or sold by surgical specialities.

Manufacturer narrative:
The pt indicated that some of the contour threads have been explanted. However, the explant date was not provided. The 510 (k) #'s for contour threads: k042856- brow lift, k050247- neck lift, k050548- bi-directional midface contour thread. The device was not returned for evaluation. Furthermore, the product model # and lot # is unk. The device was not returned for evaluation. No product evaluation can be performed.